Event description:
It was reported the balloon ruptured at 14 atm (above rbp) during a procedure in the subclavian artery. The guide wire prolapsed and as a precaution the physician snared the wire back to the sheath. The 7fr sheath, guide wire and balloon were then removed without incident. There was no pt injury or adverse effect and pt was reported to be doing fine. No add'l info available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. In this case we were not able to perform a device investigation. The review of the device history record for this lot did not produce any findings that attributed to this incident. We were not able to establish a root cause based on the available info.